Event description:
It was reported that during a superficial femoral artery (sfa) stenting procedure, stent placement difficulties were encountered. The 75% stenosed lesion was located in the calcified and tortuous right superficial femoral artery (sfa). Vascular access was obtained through the left femoral artery with a contralateral approach. The lesion was predilated with an unspecified sterling balloon catheter inflated to 8atms for 20 seconds. A .035 magic torque guide wire was used in the procedure. Upon attempting to position the sentinol self-expanding nitinol biliary stent system in the target lesion under fluoroscopy, the physician noted that "it looked like the stent was not between the markers". During withdrawal of the sentinol self-expanding nitinol biliary stent system into the sheath, the stent deployed spontaneously, outside the patient's body. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.